Manufacturer narrative:
(B)(4). Per the ccp: the ccp did try powering the unit off and on several times to clear the error code; the left channel would not heat or cool, it just flashed the error code. The water was not cloudy or discolored in the unit and there was no knowledge of patient infection that may be associated with the heater cooler unit. The field service representative (fsr) verified the "e0d" error code on channel a of the heater cooler unit. The fsr replaced the mix valve assembly on channel a, checked calibrations and the operation of the unit. The error code did not reoccur. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity (perfusionist [ccp] was cleaning the unit), there was an error with the mixing valve on the heater cooler unit. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.